Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose after dinner while using a pod on the skin that had been in use for approximately two days. The glucose sensor reportedly displayed ¿hi,¿ a reading typically used to indicate that blood glucose exceeded the upper measurable limit of the sensor, generally understood to represent values greater than approximately 400 mg/dl in which the patient clinically confirmed. The pod reportedly appeared to be functioning and indicated insulin delivery, with less than 50 units of insulin remaining. The patient was subsequently admitted to the hospital. According to the patient, hospital staff concluded that the pod was operating but had allegedly failed to deliver insulin effectively. The pod was reportedly disabled and left with hospital diabetes educators. The patient received insulin therapy during hospitalization. The duration of hospitalization could not be determined, as admission and discharge dates were not reported. No diagnosis was reported. Following discharge, the patient reported placement of a new pod, which was reported to be functioning as intended.